Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was placed during a percutaneous endoscopic gastrostomy procedure on (B)(6), 2009. According to the complainant, the working length of the right angle adaptor was torn. The tear was noted when injecting medications after injection of nutrition. The tear caused nutrition to leak out of the device. The procedure was completed with this device. There were no complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported as good.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unk. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).